Event description:
It was reported that one day post implant, the lead exhibited loss of capture and sensing due to dislodgement. The lead was repositioned, however on the following day the patient became symptomatic. The physician elected to replace the lead.

Event description:
Customer claims "she cleaned dental appliance in water and in retainer brite. Within 24 hours she experienced swelling of the soft tissue in her mouth, her gums and cheeks. Brushing her teeth was painful and was impossible to floss. Went to her dentist, he instructed her to stop using the retainer brite cleaning tablets.

Manufacturer narrative:
Na